Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009; inratio: 1.6; lab: 2.1. Finger stick and lab sample taken at the same time.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio: 1.6; lab: 2.01; mean: 1.8; confidence limits: 1.3 - 2.7. The calculated mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values for the paired data are within the confidence interval and are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Meter and strips are not expected to be returned. This failure mode will continue to be monitored to determine if future corrective action is warranted. Trend analysis is not required since no strip lot info was provided. No corrective action required at this time as no product deficiency was established.